Event description:
It was reported that approximately one month and ten days post chronic catheter placement, the patient allegedly experienced pain. It was further reported that an examination demonstrated that the catheter was allegedly broken at the external part. Reportedly catheter was removed from the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one month and ten days post chronic catheter placement, the patient allegedly experienced pain. It was further reported that an examination demonstrated that the catheter was allegedly broken at the external part. Reportedly catheter was removed from the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break and material separation issues, as a complete circumferential break was noted on the distal end of the catheter. The surface of the complete circumferential break on the distal end of the catheter was noted to be granular and glossy throughout. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.